Manufacturer narrative:
Test results from device manufacturing were reviewed. Sound processor sn (B)(6) passed all functional tesing in production. A DHR review revealed that the device met all specifications and there were no manufacturing issues identified.

Event description:
Envoy was notified on (B)(6) 2024 that the patient's battery was measured at 2.28v, within the expected range for a depleted battery. The calculated battery life was found to be 2.33 years (852 days). The minimum stated battery life of the esteem ii sp is 2.8 years (1,023 days). Patient is scheduled for a battery change to resolve the issue on 16-aug-2024. Patient/clinical history with emc: (B)(6) 2012 implant. (B)(6) 2012 activation. (B)(6) 2012 fitting. (B)(6) 2013 fitting. (B)(6) 2013 fitting. (B)(6) 2015 fitting and remote support. (B)(6) 2015 fitting. (B)(6) 2016 battery change. (B)(6) 2017 fitting. (B)(6) 2019 battery change. (B)(6) 2020 fitting. (B)(6) 2021 fitting. (B)(6) 2022 battery check. (B)(6) 2022 battery change. (B)(6) 2023 post-battery change fitting. (B)(6) 2023 case review. (B)(6) 2023 fitting. (B)(6) 2024 fitting. (B)(6) 2024 battery check.